Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that blood control valve became dislodged when needle safety mechanism was used and was stuck halfway out of the catheter hub. Could not make connections to hub. Catheter had to removed and replaced resulting in another needle-stick. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter valve is confirmed; however, the exact cause is unknown. One photograph of an accucath catheter was returned for evaluation. An initial visual observation of the photograph showed the catheter in the patient. It was observed that the flow actuator valve was partially outside of the luer hub. No other damage was observed to the catheter. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.